Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed in ventricular tachycardia. According to the reporter, the device was charged but when the shock button was pressed, no energy was delivered to the patient and the display alarmed abnormal energy delivered. The reporter said that device power was cycled, it was charged but, again, would not deliver energy to the patient and displayed the same message. A backup AED was used successfully to deliver a shock and resuscitate the patient.